Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure on (B)(6) 2019, increase in both capture threshold and pacing lead impedance on atrial lead was observed. Upon visual inspection, the insulation showed damage and minor burning possibly from the cautery during dissection. Lead was repaired with a suture sleeve and silicone adhesive, however, lead impedance was greater than upper limit. Lead was capped and replaced. Patient was stable.